Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional of the clinical study reported the patient stimulator site was irritating and painful. Diagnostics revealed the incision site was well healed without any signs of infection. The patient requested repositioning which was done (B)(6) 2015. The event was still considered ongoing and was related to the device or therapy and not related to the implant procedure. More specifically it was related to the stimulator incisional site/device tract. If additional information on outcome is received a follow up report will be sent. Patient indication for use is spinal pain.

Event description:
Additional information received from the healthcare professional of the clinical study reported the event was unresolved at the time of study exit/death/study closure. Follow-up is being conducted to clarify if the event was unresolved at the time of study exit, study closure, or death; the reason/cause for the study exit, study closure, or death; and corresponding date.

Event description:
Additional information from the healthcare professional of the clinical study reported the exit date was (B)(6) 2017 and that the reason for exit was that the patient was no longer available for follow-up.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.